Event description:
It was reported that the patient was seen in the emergency room (ER) for severe back pain. Telemetry was performed and no abnormal results were seen on the print out. The patient was taken to x-ray for a catheter dye study on the day of the report and the catheter was determined to be patent. The physician was unable to aspirate the catheter access port (cap), but pushed myelogram dye and the patient felt relief of pain in approximately 60 seconds. It was stated that 3mg of dilaudid was pushed to the patient. The patient was then admitted to the hospital for monitoring. It was also noted that a roller study was performed; no results were reported. A CT scan was ordered, the catheter was filled slowly, and the daily dose was decreased; all per physicians orders. The patient's status at the time of the event was stated to be alive with no injury. As of(B)(6) 2015, the patient was not receiving effective therapy due to the decreased daily dose. The pump was used to deliver dilaudid and bupivacaine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, lot # n166981005, implanted: (B)(6) 2008, product type accessory; product ID 8578, lot # n166981005, implanted: (B)(6) 2008, product type accessory. (B)(4).